Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The lead was repositioned but still displayed similar measurements. The lead was left as is and remains implanted in the patient. No adverse patient effects reported.